Event description:
It was reported that the home patient received a high drain 106 (night drain cycle six) alarm. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. This alarm occurred after use. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hp) device was returned and evaluated. An external/internal inspection was performed and passed. During the device evaluation, an increased intra-peritoneal volume (iipv) was identified in the review of the event history logs as a high drain 106 alarm. A simulated therapy and functional testing were performed. The cause of the high drain alarm was determined to be use error, tidal total uf removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.